Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the physician that the patient's lvad pump was not unloading resulting in the patient becoming symptomatic with heart failure during the weekend and having to be placed on bypass. A ramp study was performed increasing the pump speed up to 10,400 rpm which revealed that the aortic valve was opening and the left ventricular end diastolic diameter (lvedd) was not changing. The power was at 7.8 watts and did not change with the increasing pump speed. The patient's inr is 1.8 with the patient being on full dose heparin since implant. Additional information received 8 days later stated that the patient underwent a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.